Manufacturer narrative:
E1.. Initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 183 unspecified erroneous results were obtained. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 20 samples for investigation. The tubes had an expiration date of 30 nov 2025. Visual evaluation of the returned samples did not show any signs of additive abnormality. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results) as no erroneous analyte(s) were reported and the tube lot in question has expired at the time of this review. The affected analyte(s) must be specified in order to perform clinical testing, and clinical evaluation cannot be conducted on expired tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® 9nc 0.109m 2.7 ml, 183 unspecified erroneous results were obtained. There was no health impact or consequences reported.